Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the rotator cuff repair surgery operation, the electrode had the output short issue. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Functional test was performed, on ablation mode a warning signal appeared as "output shorted"; the coagulation mode was working. Therefore, the device was sent to the supplier for further evaluation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp -ea, was evaluated by the supplier with the following results: device was not returned in the original packaging, the distal tip is in a used condition, the plastic manifold has been damaged. Residue in suction tube, no visible damage to handle, cable or plug. During the electrical test, the hipot active-return was fail. During the functional test, the activation test was fail. The summary of the supplier is: the customer report stated the electrode had a ¿short circuit issue¿. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The improvement measures implemented into the manufacturing process from CAPA were only to reduce the level of occurrence to an acceptable level and not completely eradicate the probability of this failure mode happening which would require a design change. The operators were retrained on the clip application and for the update of the assembly aids. The visual tip inspection were found to reduce the complaint occurrence rate. A manufacturing record evaluation was performed for the finished device lot number: u1912044, and no non-conformance were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the electrode device had an output short issue. During in-house engineering evaluation, it was determined that the plastic manifold was damaged with a charred and burnt section at distal tip. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.